Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: citation not provided - (B)(4).

Event description:
It was reported via journal article "title : the three-level anatomy of pelvic floor to improve the results of surgical treatment of rectocele. " author: k.a. Dulerov, a.g. Hitaryan, s.a. Kovalev, citation: citation not provided. The objectives of the study was to improve the results of surgical treatment of posterior pelvic prolapse in women by developing a system of indications and contraindications for performing the posterior transvaginal plastics of pelvic floor with mesh without tension. Surgical treatment of posterior pelvic prolapse of 114 patients with stage ii to IV diseases was performed. Among them, the posterior transvaginal plastics of the pelvic floor with the mesh without tension was used in 21 patients. At the same time, prolift posterior system (ethicon), including the original disposable set of polypropylene synthetic mesh and tools for its location in the cavity of small pelvis was used. In the main group, reported complication included pelvic organ prolapse relapse (4.8%) which required repeated operations. It was concluded that the use of the posterior transvaginal plastics of the pelvic floor with mesh without tension allows to increase the frequency of different anatomical and functional results and decrease the incidence of relapses.